Event description:
It was reported that 1.5 weeks prior to the report, the police administered taser to the patient¿s spine where the lead wires were located. The patient stated that he could feel his stimulator interact with the taser device and had had therapy changes since the event. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37092, lot # 249360004, implanted: (B)(6) 2010, product type accessory; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 399930, lot # j0546461v, implanted: (B)(6) 2006, product type lead. (B)(4).